Event description:
The customer obtained a non-reproducible false (B)(6) vitros anti-hbs result ((B)(6)) from a single patient sample processed on the vitros eciq immunodiagnostic system. Repeat analysis on an alternate vitros instrument determined that the true result was vitros anti-hbs (B)(6) ((B)(6)). Biased results of the magnitude and direction observed may lead to inappropriate physician action. The false (B)(6) vitros anti-hbs result was not released out of the laboratory. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible false (B)(6) vitros anti-hbs result was obtained from a single patient sample processed on the vitros eciq immunodiagnostic system. There was no evidence to suggest that an instrument or reagent malfunction occurred. However, the investigation was unable to determine a definitive root cause. The root cause of this event is unknown.